Event description:
The customer reported that the insulin had a blank screen and moisture underneath the screen. The blood glucose reading at time of the call was 130mg/dl. Troubleshooting was performed. The customer stated that the device was exposed to water. Advised customer to discontinue use of the insulin pump and revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent blank screen as a result of a corroded electronic assembly and a motor home switch.